Manufacturer narrative:
The event of lump is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lump.

Event description:
Patient reported ¿poor self-confidence, depression, pain in joints, bones (not device related) and muscles(not device related), nausea (not device related), chronic fatigue, hair loss (not device related), heart palpitations and irregular pulse (not device related), night sweats (not device related), allergies, anxiety, memory problems (not device related), burning and swollen eyes (not device related), weakened immune system (not device related), breathing difficulties. Patient also noted lumps turned out to be leaked silicone, as the silicone implants appeared to have ruptured in several places via scan. This record is for the left side. The device remains implanted.